Event description:
Reporter reports connector pins on meter are missing while using the inform system. Reporter reports the 3rd and 4th prong are missing from the right hand side. Ci investigation confirmed melting/burning of pins 3 and 4. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.